Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not displaying recent alarms on the user interface and a communication issue between the system controller and system monitor was not confirmed. The system controller (serial #: (B)(6)) was not returned for analysis. The system controller was received at the european distribution center (edc) on 03feb2023; however, it was lost at the depot and unable to be forwarded to product performance engineering (ppe) for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this file.

Manufacturer narrative:
Address 1: (B)(6). No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller screen did not show the most recent alarms on the user interface. The data was also not able to transfer from the system controller to the heartmate touch or the system monitor. They system controller was exchanged, and the issue resolved.